Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) left battery was not charging normally. The battery that had too many cycles on it in the left slot. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
Updated fields: d9(device available for eval). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the left battery was an unknown battery from a rental unit. The fse replaced the battery and verified it was charging. The unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a